Event description:
We were informed on august I 2, 2024 about an event regarding a patient with (B)(6) spinal cord stimulation system. The patient underwent a procedure to replace the (B)(6) lead and lead extensions as they were not optimally placed. The surgery was performed on (B)(6) 2024 by dr. (B)(6) at (B)(6) medical center, (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).